Event description:
It was reported the customer had three no delivery alarms on their insulin pump. Customer had changed out their infusion set, but the alarm persist. The customer also reported their sensor glucose reading was 400 mg/dl. Customer's blood glucose was unknown. Advised the customer their sensor glucose reading may be inaccurate. The customer will change out their sensor. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.